Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a hypoglycemic event that occurred on (B)(6) 2016. Patient was at a foot care store when she had a low, as she was not wearing her receiver. Patient did not have the receiver at the time of the event as she had lost/misplaced it. The store employees called the paramedics and the patient was taken to the hospital. The patient was treated with glucose and observed overnight. She was released in good health on (B)(6) 2016. At the time of contact, the patient was in good condition. Additional event or patient information was not provided.